Event description:
Discordant glucose (glu), urea nitrogen (bun), creatinine (crea), total protein (tp), albumin (alb), calcium_2 (ca_2), alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp) and carbon dioxide (co2) results were obtained on one patient sample on an advia 2400 instrument. The discordant results were reported to the physician(s). The sample was repeated on an alternate instrument and the corrected results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant (glu), (bun), (crea), (tp), (alb), (ca_2), (alt), (ast), (alp) and (co2) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse adjusted the dilution probe pipette (dpp) alignment and verified the probe height. The cse checked the low light signal amplifier connections and verified proper dpp sampling. The cause of the discordant results is unknown. The cse successfully ran quality controls and verified proper system functionality. The instrument is performing within specification. No further evaluation of the device is required.